Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were duplicated during testing. One device was found to be affected by internal corrosion. One device was found to be affected by internal corrosion and a damaged internal component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly overheating. There was no patient involvement; no patient impact.